Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address a complaint of pain. Pt states she moved while sitting and heard a loud "pop." X-rays showed the head to be eccentrically located in the cup. Surgeon doubts pt's story, as she is a known heroin addict. Upon revision, the ceramic head was found to be fractured. The head sleeve could not be removed from the stem trunnion, and appeared black and corroded. The ceramic liner was also found to be fractured. After much effort to remove the head sleeve from the stem failed, the surgeon decided to remove the srom stem, but was unable to do so. The surgeon decided to do an eto to remove the entire stem and sleeve. A stryker restoration stem was to be used, which meant the duraloc option cup also had to be removed in order to use stryker's ceramic-on-ceramic technology.